Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was not in use therefore there was no patient involvement or harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported to pse that the ventilator cooling filter was dirty. Pse advised the biomedical engineer clean the filter and run the device as a followup. The biomedical engineer reported the filter was cleaned per pse advice and the unit was run overnight with no repeat of the reported problem, and the unit was placed back into service.